Manufacturer narrative:
Based on the claim against the product by the customer noting the fenestrated bipolar forceps instrument had a spark, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi failure analysis engineer (fae) reviewed a submitted image and provided the following additional information: it looks like the instrument has a broken grip tip. Fae did not find any other damage to the instrument. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a spark. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing and instrument collision were observed during the procedure. The instrument conductor wire insulation was not damaged. No evidence of thermal damage was identified on the instrument. The surgeon activated bipolar energy with an external force triad generator at the time of the event. A monopolar cord was not connected to the bipolar instrument. The instrument did not collide with any other instrument or tool during the procedure. The jaws of the instrument did not come in contact with any other objects when the issue occurred. Additionally, the jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to energy activation. The customer confirmed that no fragments fell inside the patient during the procedure. It was also confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue. The instrument was reportedly sent back to isi for evaluation, but it has not yet been received as of the date of this report. A video recording of the procedure is not available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps instrument had a spark, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. Failure analysis found the primary failure of the bipolar yaw pulley thermal damage to be related to the customer reported complaint. No insulation damage was observed. The conductor wire is not damaged or broken. An electrical continuity test was performed and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, and energy delivery tests. During energy delivery, a spark was observed when delivering energy for an extended period at the highest effect setting on the erbe generator. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The root cause of the thermal damage is attributed to mishandling/misuse. The complaint regarding a spark occurred was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.